Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. However, the clinical/medical investigation concluded that, the two provided photos of fluoroscopic images confirm the disassociation of the shell from the head. However, the images alone do not provide a clinical root cause of the reported event. The patient's current condition is unknown and the patient impact beyond the dislocation could not be determined. No further clinical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for endoprostheses systems revealed that dislocation has been identified in the adverse effects as a result of improper neck selection, positioning, looseness of components or extraneous bone. Also, the warnings section revealed that care must be taken to assess the viability of the acetabular hyaline cartilage and the presence of any irregularity, anomaly, or surface configuration which may predispose to subluxation and/or dislocation of the prosthesis. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference: case (B)(4).

Event description:
It was reported that, after a hip hemiarthroplasty surgery had been performed on (B)(6) 2023, seven days afterwards the patient experienced a dislocation during traction rehabilitation training. It is unknown how this event was solved or treated. Patient status is unknown.